Event description:
Approximately two months post implant, the patient developed visual changes. A computerized tomography (CT) scan revealed a new right occipital infarct. The patient was discharged home at a later date on medications that included coumadin, aspirin (81mg) and lovenox. It is not known whether the patient had any residual symptoms at the time of discharge.

Manufacturer narrative:
This patient later underwent cardiac transplantation ((B)(6) 2013), but the product was not returned for evaluation. Attempts to ascertain why the device was not returned have been unsuccessful. There are clinical factors that may have contributed to reported event. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect.

Manufacturer narrative:
The product will not be returned for evaluation, but investigation is ongoing. Additional information will be submitted within thirty (30) days of receipt.